Event description:
A rejection case was reported. Skin erosion occurred at the device pocket. The pocket skin looked ¿blackened¿ at the edge of the implantable neurostimulator (ins). Surgical intervention was required. The device was explanted from right side of chest, cleaned, and implanted on left side of chest. No diagnostic testing or troubleshooting was required. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was "ok" at the time of follow-up. It was noted the wound on the right side healed ok and the patient was doing fine at the time of follow-up. The patient's right side pocket scar healed and the new ins location on the left side had good healing. Additionally, it was noted the patient's therapy had been restored.

Manufacturer narrative:
(B)(4).